Event description:
Reportedly, the patient was admitted and kept for a pacemaker change because he went in syncope and had fell through a pane glass window. The subject pacemaker was explanted and will be returned for analysis. Physician was not sure if the device reached recommended replacement time (rrt) but asked to evaluate if there was over-sensing because he noted possible atrial and ventricular oversensing.

Event description:
Reportedly, the patient was admitted and kept for a pacemaker change because he went in syncope and had fell through a pane glass window. The subject pacemaker was explanted and will be returned for analysis. Physician was not sure if the device reached recommended replacement time (rrt) but asked to evaluate if there was over-sensing because he noted possible atrial and ventricualr oversensing.

Event description:
Reportedly, the patient was admitted and kept for a pacemaker change because he went in syncope and had fell through a pane glass window. The subject pacemaker was explanted and will be returned for analysis. Physician was not sure if the device reached recommended replacement time (rrt) but asked to evaluate if there was over-sensing because he noted possible atrial and ventricular oversensing.